Event description:
It was reported that during an unk procedure, a stent dislodgement occurred. During insertion into another MFR's y-connector, the stent dislodged and was stuck in the y-connector. The device never entered the pt's body.